Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a steel infusion set, attributed to an infusion set deployment issue in which the tubing of the cartridge-driven infusion set was not fully filled during a supply change; troubleshooting included performing a fill tubing process, inspecting the cartridge, and educating the user to prime until drops were visible through the entire tubing, after which replacement supplies were arranged. Symptoms included thirst. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no use of backup therapy. Investigation included troubleshooting and user education regarding correct infusion set priming and connection. Investigation of this case revealed that the infusion set was deployed incorrectly, resulting in inadequate insulin delivery and high blood glucose. It was concluded, based on previously established findings for similar reports, that user technique related to infusion set priming caused the event.